Manufacturer narrative:
The referenced uhi-3 was returned to olympus medical systems corp.(omsc) for evaluation. Omsc evaluated the uhi-3 and found that there was no abnormality and irregularity. Also, the physician stated that the changing from the laparoscopic surgery to open surgery was not attributed to the problem of the uhi-3. According to the literature, during a laparoscopic surgery, it is known that if a patient is obesity, it may be difficult to ensure a sufficient view with increasing a setting pressure of insufflator. There is the possibility of this phenomenon is attributed to the patient¿s condition. Olympus stated the appropriate handling of the uhi-3 in the instruction manual. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during the laparoscopic cholecystectomy, even though the set pressure of the uhi-3 was 12mmhg, the abdominal pressure was only increased 8 to 11mmhg. The physician changed the procedure to the open surgery and completed. The patient was obesity.